Event description:
Reporter stated the customer has experienced hyperglycemia of 300-460 mg/dl, and she believes the insulin delivery of the infusion device is too low. She treated hyperglycemia by delivering insulin via pen. No adverse event reported. Requested return of suspect products.

Manufacturer narrative:
The event occurred in (B)(6).